Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device history record (DHR) review for the system involved with the reported event was attempted by an intuitive surgical, inc. (Isi) quality engineer, however the work order details were unavailable at the time of review. The probable root cause is attributed to system errors such as 23003 which is caused by various electric/fiberoptic issues of a faulty sensor or a failure in the circuitry and wiring that carry the sensor. Additionally, isi performed follow-up and obtained the following additional information: no additional ports were needed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, user informed the technical support engineer (tse) that an instrument suddenly jumped forward after being inserted into the patient. The user was unsure which universal surgical manipulator (usm) the instrument was installed on. The user confirmed that errors 23003 and 31010 were observed in the system error logs, but they were likely unrelated. The user stated that the issue might be related to the sterile tech's workflow while changing the instruments. The user continued and completed the procedure as planned. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that no immediate action was taken, but the user exercised additional caution when swapping arms. The procedure was completed robotically. The issue did not occur with the surgeon¿s head inside the surgeon console¿s high-resolution stereo viewer or while the surgeon was attempting to manipulate instruments from the surgeon console. The universal surgical manipulator (usm) movement was delayed and unsmooth. The reporter confirmed that the usm lurched forward when it moved. There was resistance and the usm would not allow the instruments to be pushed forward. The reporter confirmed that the issue was intermittent. There was no instrument-to-instrument or arm-to-arm interference. There were external collisions during the procedure, but none occurred at the time of the issue occurred.